Event description:
Physician reported capsular contracture - baker grade IV and pain. Ultrasound identified, thin periprosthetic liquid strip of 1.5mm, at level cii, severe diastasis of anterior abdominal musculature with pseudo-extension¿, ¿lipodystrophy¿, ¿breast hypoplasia and presence of lymphoid cellularity. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Phone (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. The events of capsular contracture, seroma-late, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma-late, lymphadenopathy.

Event description:
The device has been explanted and replaced with complete capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, b6, h6. Visual analysis of the photographs: -seroma-late: unable to observe as it is a medical event that is not related to the device. -capsular contracture: unable to observe as it is a medical event that is not related to the device. -lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Other- medical-ndr: not applicable as the event is not related to the device. Additional observations: deformation observed. Yellow particles observed on the surface of the shell.

Event description:
Physician reported capsular contracture - baker grade IV and pain. Ultrasound identified, thin periprosthetic liquid strip of 1,5mm, at level cii, severe diastasis of anterior abdominal musculature with pseudo-extension¿, ¿lipodystrophy¿, ¿breast hypoplasia and presence of lymphoid cellularity the device has been explanted and replaced with complete capsulectomy. This relates to the left side.